Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 480 mg/dl. The customer stated prior to the event, she had blurred vision, nausea, and headaches. The customer also stated that she had been experiencing elevated blood glucose levels for some time now and had received 25 alarms on her insulin pump. Nothing further was reported.